Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of above 500 (mg/dl) with high level of ketones. A manual injection was administered by the contact and nurse to address bg level. Reportedly, an incomplete bolus alert occurred. During troubleshooting with tandem technical support (cts), the cause of the alert was explained to the customer (bolus screen is opened but no action is performed and screen is not exited within 90 seconds). The customer acknowledged the explanation.